Event description:
It was reported that the pulse generator exhibited noise and sensing anomaly. The device was removed and replaced.

Manufacturer narrative:
No medwatch form was received. Final analysis was normal.